Event description:
It was reported that the ilet did not charge and the charger light flashed during charging attempts; after confirming the case was removed and the device was placed screen-up and centered on the charger, the device began charging and the charger light turned solid. Symptoms included no clinical effects. Outcomes included no medical intervention, no alarms, and no hospitalization. Customer care provided support that included user-guided troubleshooting and education on correct charger alignment and device positioning. Investigation of this case revealed improper charging alignment as the likely issue, resolved with correct placement on the charger. It was concluded, based on previously established findings for similar reports, that user technique contributed to the charging difficulty.

Manufacturer narrative:
Initial.